Manufacturer narrative:
Clinical investigation: the information provided by the customer supports a temporal association between the optiflux 180nre dialyzer and the reported itching, which was relieved by the administration of IV benadryl. However, there is no documentation to support a causal relationship between the itching and the optiflux 180nre dialyzer. Particularly, since the use of the optiflux180nre dialyzer (polysulfone membrane, electron beam sterilization) was changed to the baxter exeltra 150 (cellulose triacetate membrane, gamma irradiation sterilization), and the itching had reoccurred. Also, the patient was administered heparin during hemodialysis (hd) treatment. It is unknown if there is a potential heparin allergy; the possibility of a heparin reaction exists. There has been no allegation of product malfunction. The patient was discharged to home in stable in stable condition and returned for the next scheduled hd treatment. The patient has continued with hd therapy. Plant investigation: the device was not returned to the manufacturer and the lot number was not provided. A definitive conclusion regarding the complaint cannot be reached without physical examination of the complaint device. A records review was conducted on 14 lots of fresenius dialyzers (catalog 0500318e) identified to have been shipped to this account from 6/30/2016 to 5/1/2017. Three lots were identified with one approved temporary deviation notice per lot and one lot was identified with one material containment hold due to a pending change notice (cn), the lot was subsequently released. There was no non-conformance, deviation, rework, or labeling or process control issues which could be associated with the reported event. The records review did not reveal a probable cause for the complaint. Additionally, the dialyzer instructions for use (IFU) is included in each case of fresenius dialyzer product and cautions the user regarding reactions.

Event description:
Follow-up information with the patient¿s nurse revealed that the patient has regularly high potassium levels which is attributed to the patient¿s dietary intake. The patient has been repeatedly counseled on diet but continues to be non-compliant leading to the elevation of blood potassium level.

Manufacturer narrative:
The clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A user facility nurse reported that a patient complained of pruritis (itching) during hemodialysis (hd) therapy with the fresenius optiflux 180nre dialyzer, despite a full recirculation of normal saline (nacl) and one full liter of normal saline flushed through the dialyzer prior to the treatment. Follow-up medical treatment sheet information was provided, which confirmed that the patient was administered benadryl (diphenhydramine) 25mg intravenously (IV) with effect. No other symptoms were reported and the patient completed the scheduled hd treatment and was discharged to home in stable condition. No malfunction of the fresenius dialyzer in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The complaint device has not been returned to the manufacturer for evaluation.